Manufacturer narrative:
Consumer reported pain, bleeding, mobility , consumer also reported final prosthesis.

Event description:
Consumer reported pain, bleeding, mobility , consumer also reported final prosthesis.